Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger problem) was confirmed. The device was unable to power on due to a damaged l3 component. The root cause for the damaged component could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.